Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to patient's anatomy. Details regarding the patient's anatomy that resulted with the case being converted to open surgery were not provided. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, the system was locked up and arm 4 was very stiff. The customer stated they had to push the emergency stop button on the system due to converting to procedure to open surgery. The customer explained the case was converted to open surgery due to patient anatomy. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the emergency stop fault was still active on the system. The tse had caller navigate to the surgeon console and push the resume button to return the system back to a normal state. The staff confirmed the system functionality returned to normal and arm 4 was not stiff anymore. Isi followed up with the customer and obtained the following additional information: there was no issue with the robot other than staff not being aware of the emergency reset button on the surgeon console. The robot worked as expected during the emergency with the patient. No further details regarding the conversion were provided.